Manufacturer narrative:
Serial number: n/a. Software version: n/a . Color: blue. Battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark due to dust/debris under the dose button, on washer and on the dose detent. Unable to perform functional test due to leadscrew anomaly.

Event description:
The customer reported via phone call that they were having screw movement issues on the insulin pen. Customer's blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.